Event description:
During service of a flogard infusion pump by a baxter service technician, a low battery alarm was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection was conducted, and a low battey alarm was found. To address this issue, the battery was replaced. Functional testing was then conducted and found no issues. The cause was determined to be damaged batteries. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.